Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys tsh result for one patient sample with a cobas 6000 e 601 module. The initial result was <0.005 miu/l with a data flag. The repeated result on another e601 was 0.426 miu/l. The questionable result was reported outside of the laboratory. The repeated result was deemed correct. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer stated that they believed the issue to be with a sample quality issue and indicated that the qc recovery was acceptable during the time of the incident. Based on the data provided a clear root cause could not be identified.